Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had scratches on screen was making it hard to read and insulin pump will stop delivering mid bolus. Customer¿s blood glucose was unknown. Customer stated that insulin pump had unexplained no delivery alarms, worn buttons and battery life down to a week and half of week. Insulin pump will not be returned for analysis.